Event description:
The customer reported that during a pancreaticoduodenectomy, the device was connected to the generator and the surgeon heard a noise similar to an activation tones. The surgeon opened another instrument due to this occurrence. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.